Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer died due to diabetic complications. Caller stated that the customer was hospitalized to have two of his toes amputated, his blood glucose dropped and went into a coma. Customer's blood glucose reading at the time of death was 30 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.